Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was unable to be performed because the receiver would not boot up. The receiver was opened for further evaluation. An interior inspection confirmed the reported event that the receiver turns off intermittently. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver turns off intermittently. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.